Manufacturer narrative:
Device evaluation: the report of the silicone of the driveline separating from the metal connector was confirmed based on the submitted image and the onsite evaluation by a technical services representative. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. This document and the heartmate ii lvas patient handbook contain sections on caring for the driveline. A review of the device history records revealed that the device met applicable specifications. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit inspection of the driveline found the silicone starting to separate from the metal aspect of the driveline. No alarms were noted and the patient denied alarms while the lvad was on wall power. On (B)(6) 2018 technical support was onsite and confirmed the reported issue of the separation of the heartmate ii percutaneous lead bend relief from the percutaneous connector. The universal percutaneous lead bend relief repair kit was installed. Post repair, all tests passed.